Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced in the same procedure as the surgeon changed the lens style and diopter. Sutures were required. Through follow-up, it was learned after inserting the lens, a posterior capsular tear was observed. There was no problem with the lens. The lens was removed and replaced with a 3-piece lens in the sulcus. The incision was enlarged from 2.2mm to 3mm and an anterior vitrectomy was required. The patient's vision the day after surgery was 20/30 and 20/20 the week after. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.